Event description:
Patient was having a total knee arthroscopy done. After surgery, the routine post-op x-ray was taken and a two centimeter piece of drill was noted inside the wound. Upon investigation, it was discovered that the vendor who supplies the drill bits gives them to the technician in bulk, outside of packages. When a copy of an old package was located the drill bits were not listed as one time use. Currently, the new packaging identifies the bits as single use items. There is no way to determine if the bit that broke was new or repurposed, or if it was from a package that was not single use or from a new single-use package.